Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that there was a frame rate error on the imaging system. The site re-booted the system multiple times and reconnected the umbilical cord; this did not resolve the issue. An onsite inspection was scheduled for a later date. No patient was present. During the onsite investigation, the medtronic representative found that the reported issue was due to a broken umbilical cable. The cable was replaced. A successful system checkout was performed which verified that the issue had been resolved. The failed cable was sent back the manufacturer for analysis where a confirmed electrical failure was reported for the cable. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was a frame rate error on the imaging system. The site re-booted the system multiple times and reconnected the umbilical cord and this did not resolve the issue. An onsite inspection was scheduled for a later date. No patient was present.